Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 13-may-2025 and forwarded to millyard advanced medical products, llc on 14-may-2025. The rn from the patient's doctor's office reported that the patient was receiving error messages on her pump with no drug delivery, and that cassettes that were already filled with drug had to be wasted. The rn reported being unable to troubleshoot and that the patient was admitted due to being low on medication. The patient's mother reported receiving the same alarm 3 times. The alarm indicates that the cassette may have been improperly attached. The mother attempted to switch to the backup system, but they were having issues putting the cassette on the pump and it eventually became stuck. She reported they ran out of supplies while troubleshooting unsuccessfully. The patient's mother reported the patient was taken to the hospital on (B)(6) 2025 with the plan to discharge on (B)(6) 2025. Replacement supplies were sent; no adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed on 12-jun-2025 (report number 3016798778-2025-00064). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation into recently received materials that were in use by the patient during the referenced event. A registered nurse from the patient's doctor's office reported error messages with no medication delivery. It was also noted that cassettes that were filled with medication had to be wasted as troubleshooting was not successful. The patient's mother reported receiving the same cassette problem alarm 3 times on one remunity pump. She stated that the patient's backup remunity pump has had issues with cassettes getting stuck and she is unable to get the cassette off. Due to being low on supplies, the patient was switched to an alternative therapy and was admitted to the hospital on (B)(6) 2025 with a plan to discharge on (B)(6) 2025. Replacement supplies were sent, and no harm was reported. Upon return to millyard advanced medical products, llc, logs from remote (B)(6), paired with remunity pump (B)(6), confirmed the report of 3 cassette problem alarms. The data leading up to each alarm appeared consistent with a pump-related issue. A test delivery was attempted, but another cassette problem alarm was generated. Disassembly of the pump revealed fluid ingress that would have contributed to the confirmed alarms. Root cause for the fluid ingress could not be conclusively determined. The investigation of remunity pump (B)(6) confirmed that it was difficult to attach and remove cassettes due to fluid residue in the pump's button slot. A cassette was able to be attached, and a test delivery was successfully completed without issue. Root cause for the fluid residue could not be conclusively determined. Both systems functioned within specification as they alarmed accurately and entered a failsafe condition.